Event description:
The user failed a carbamazepine proficiency survey for three out of five samples and also noted the qc was recovering low. The user stated they were not running patient samples. All results are in ug per ml. Sample 1 result was 6.0 with a stated mean of 8.18. Sample 2 result was 13.4 with a stated mean of 16.33. Sample 3 result was 5.9 with a stated mean of 8.15.

Manufacturer narrative:
The field service representative determined the reagent needs calibration more frequently and instructed the user to perform calibration when the qc recovers low.